Event description:
It was reported that during a surgery, the inner hexagon of a closure top was stripped during final tightening. There was no patient harm and the surgery was completed with another closure top.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a surgery, the inner hexagon of a closure top was stripped during final tightening. There was no patient harm and the surgery was completed with another closure top.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the closure top is stripped. Root cause: this event could possibly be attributed to off-axis forces applied during use or an improperly sized driver. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.